Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat the left main and proximal lad 3 months post previous pci. A resolute integrity drug eluting stent was implanted but it was reported that sufficient dilation of lmt (left main trunk) was not achieved due to significant calcification in the blood vessel. Effient was suspended and emergency coronary artery bypass graft was performed. Remission was diagnosed for insufficient dilatation of lmt during pci. It was reported that the emergency CABG was conducted to avoid risks such as stent embolism that may be caused by insufficient dilatation of lmt.

Manufacturer narrative:
Account confirmed that there is no issue with device and device not used in patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.